Manufacturer narrative:
Per baxter labeling, users are instructed not to attempt to reuse any disposable supplies. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was further described as ¿not sterilizing the cloths used for pd and reusing the minicaps¿ (no further detail). On the same day as onset, the patient began treatment with injection gentamicin, 40 mg, 7 days, ongoing (route not reported); injection meropenem, 500 mg, intravenous, 5 days, ongoing; and injection vancomycin, 1 gram, intraperitoneally, once in 3 days. It was not reported if the patient was hospitalized for the event. The outcome of the peritonitis was unknown. Two days after onset, pd therapy was discontinued. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.